Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One paper cover, one detached needle, a suture strand and a winding former pertaining to product code vcp1359h were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture was inspected, and the insertion mark was observed to be as expected. However, the force used to detach the needle from the suture could not be determined. Additionally, photo was provided and it showed one detached needle with the suture in a winding former pertaining to product code vcp1359, the situation shown in the photo is consistent with the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when suturing uterus. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.